Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting loss of capture in the right ventricle due to lead dislodgement. The lead was successfully repositioned. No adverse patient symptoms were reported.